Event description:
A volume discrepancy was reported with an actual residual volume of about 14ml and an expected residual volume of about 3.5ml. A catheter kink was suspected. It was noted that the pump had been flipped at the last refill and the hcp was able to flip back and access the reservoir. A volume discrepancy was also noted at that time. The patient has not had any withdrawal symptoms. A dye study was planned. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).